Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the proximal conductor distorted/kinked and with what appears to be a tear or breach in the outer insulation. Electrical resistance and cross continuity test results were within specifications, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint. The proximal coil distortion and damage to the insulation appears to have been caused at the original implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(6). (B)(4).

Event description:
It was reported the impedance and threshold measurements were high on the right ventricular lead. X-rays confirmed the lead position was unchanged from implant. The physician attempted to reposition the lead, but the parameters remained the same. Physician then explanted the lead and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.